Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load. The reporter stated, "the user was unable to load the heartstring. Something appeared to be loose preventing loading into the delivery tube. The product has been collected and is available for inspection." There was no patient effects reported.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).